Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level was over 600 mg/dl. Customer went to the hospital and was treated and released. Customer was advised to change the set and reservoir in order to troubleshoot for no delivery. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised that an entire set change resolved the issue and there was no alarm message during manual prime. Customer declined to send back the reservoirs or infusion sets. Customer was advised that 3 replacement reservoir and infusion sets will be sent out.